Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a moderately calcified and moderately tortuous lesion in the mid left anterior descending artery. The 10mm x 2.75mm wolverine coronary cutting balloon was inflated to 14 atm but balloon deployment was slow. During deflation, blood was noted inside the indeflator and balloon rupture was noted. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. Inflation time cannot be confirmed due to the pinhole on the balloon material. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a moderately calcified and moderately tortuous lesion in the mid left anterior descending artery. The 10mm x 2.75mm wolverine coronary cutting balloon was inflated to 14 atm but balloon deployment was slow. During deflation, blood was noted inside the indeflator and balloon rupture was noted. No patient complications were reported.